Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, and an electrical inspection. The analysis of the lead demonstrated a rubbed through insulation in the distal part of the lead. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the tricuspid valve. The cuttings of the insulation and the deformations of the outer coil occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that the right ventricular lead exhibited high pacing threshold measurements. Degradation of insulation near the tip was also noted. The rv lead was explanted. No adverse patient effects were reported.